Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found the helix to be retracted and clogged with blood. X-ray inspection found over torque of the inner coil consistent with procedural damage. The stylet insertion test found the stylet was unable to be inserted beyond the connector region due to over torqued inner coil. The cause of the failure to insert the stylet was confirmed and was isolated to the over torque of the inner coil, which is consistent with procedural damage. After cleaning and cutting the lead, the helix could be extended and retracted by applying torque directly at the inner coil.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the initial implant procedure, the stylet was difficult to insert into the lead. The helix was then difficult to extend after several attempts. A new lead was used to complete the procedure, and the patient was stable with no consequences.